Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed an uneventful novasure endometrial ablation in (B)(6) 2015 (exact date unknown). Six months post procedure the patient experienced some "form of pain in the abdominal region". The physician then performed a hysterectomy. "There was no ablation or thermal injury to the serosa and there were was no evidence of perforation". The patient did not have any more complications from her procedure.